Event description:
The customer reported that while the unit was in use on a pt, the unit only triggered on every 5th of 6th electro-cardiogram "r" wave. The pt was switched to another unit and therapy was continued. No pt injury was reported.